Event description:
Contact reported that the tip of the viper drill broke off in the patients bone and a piece was left embedded in the bone. In the same case the viper awl was damaged and a small portion of that was also left embedded in bone. Contact reported that the patient did have hard bone and that there were no adverse patient consequence as a result of these malfunctions. Device #2. See also: 1526439-2007-00005.

Manufacturer narrative:
No definitive conclusion can be made at this time. This appears to be an isolated event. A review of complaint records show that no other complaints of this nature have been reported for this instrument to date. Patient was reported to have hard bone, which may have contributed to this event.